Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor tubing was dislodged from the connection. The exact location of the defect was at the connection point of tubing to canister, at the top of the canister. This issue was discovered during priming at the patient's home. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the actual device was received for evaluation. The sample had been filled with fluid by the customer. A visual inspection was performed using the naked eye which found the tubing line had broken off at the junction of the stressmember located at the upper area of the device. A portion of the broken tubing still remained inside the solvent-bonded area of the stressmember. Further examination on the broken tubing suggested some sort of manual force may have been exerted onto the tubing during product use which caused the tubing line to break off at the junction of the stressmember. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.